Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to remove and inspect the cartridge, clean the pneumatic tap area, and successfully attach and load the cartridge back onto the pump, allowing insulin administration to resume.